Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. Initially it was reported that there was a visualization issue. During the procedure, the device was recognized by the carto but the catheter was not visualized on the carto system. A second device was used to complete the procedure. There was no patient consequence reported. The event was assessed as non reportable for a visualization issue. The device was not visualized by the carto system. The user will have to replace the catheter in order to complete the case. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-mar-2023 there was a hole observed on the pebax. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 21-mar-2023.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under (B)(4). The bwi product analysis lab received the device for evaluation on 14-mar-2023. The device evaluation was completed on 21-mar-2023. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual inspection was performed and a hole was observed on the pebax. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. Then, the catheter was connected to carto 3, and error 106 was observed due to an open circuit inside the tip. The customer complaint was confirmed. The visualization issue reported by the customer could be related to the error observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿visualization issue¿. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿hole on the pebax¿. Manufacturer's reference number: (B)(4).